Event description:
Report was received that high impedance was found during a generator replacement in the or. After the old generator was replaced, system diagnostics were performed on the new generator. The results indicated high impedance. The surgeon reportedly re-inserted the lead pin into the generator multiple times and verified the pins were past the connector blocks. High impedance was still found. Generator diagnostics were run with a test resistor, and results came back within normal limits, verifying the generator was not the source of high impedance. A lead revision was recommended to resolve the issue, but no additional information was received reporting whether or not the high impedance was resolved. Current information suggests the lead was never replaced. System diagnostics were reportedly not performed on the old generator prior to surgery as it was believed to be at end-of-service. Further information was received that high impedance had not been seen on the old generator at any time prior to replacement. It also indicated there was no trauma prior to surgery and that x-ray were reviewed by the physician and a gross lead fracture was not identified. The patient had reportedly not been feeling stimulation as often or as intensely as initial therapy. The patient also had protrusion in the neck that was corrected in this replacement surgery as reported in MFR. Report #1644487-2017-04199. Further information was received through the operative report that stated in the months prior to surgery, the patient had an increase in seizure frequency. A review of the available programming history record of the old generator did not provide test results indicating whether high impedance was found prior to replacement surgery. A review of the programming history on the new generator did not provide information on whether high impedance was resolved during or after replacement surgery. No other relevant information has been received to date.

Event description:
Further information was received from clinic notes. About two weeks prior to the replacement the patient's mother reported an increase in drop attacks. The generator was interrogated at in the clinic and it was found the vns was turned off. The vns was reprogrammed on. It was not stated when the generator was turned off. A review of the programming history did not provide evidence to when the device was turned off. It did corroborate with the interrogation showing device disablement. The device being turned off caused the increase in drop attacks and decreased perception of stimulation. Notes from after the replacement surgery indicated that there was an apparent conduction block at the level of the nerve. No further relevant information has been received to date.